Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications. The engineering eval state it could not be determined if there were anomalies attributable to the manufacture of the device.

Event description:
The pt presented with a stenotic occlusion in the left superficial femoral vein. An 8fr boston scientific introducer sheath was used to advance the gore viabahn endoprosthesis over an .035 benson guidewire. During advancement, the gore viabahn endoprosthesis started to bowstring. About 2cm of expansion was observed at the distal end of the endoprosthesis. The gore viabahn endoprosthesis could not be advanced further in the vessel and was removed. Another gore viabahn endoprosthesis was used to complete the procedure.